Manufacturer narrative:
Unused samples from the same lot and a photo of the used part were received to perform an investigation. Samples were opened and tested for leaks of which none were found. The photo indicated the location of the leak, circling the a and c ports of the stopcock. This particular stopcock is supplied with a blue cap on the b port and two dust protectors on the a and c port. If the customer was using the dust protectors as a cap then the report of leaking would occur since the protectors have holes in them to allow sterilization gases to enter and exit the stopcock. Without further information as to the event, the complaint could not be confirmed. A device history record (DHR) review was performed and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed.

Event description:
It was reported by the customer that the stopcock leaked. No additional information was available. No patient injury was reported.